Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, a type ib endoleak was discovered. Two endurant ii stent grafts were implanted. One was implanted on the left (contralateral) side to resolve the leak, and the other was implanted prophylactically on the ipsilateral side. The cause of the endoleak was reported to be disease progression. No clinical sequelae were reported and the patient is fine. A review of cta's 11 months post-implant revealed that the bifurcate was positioned just below the lowest right renal, within the short and angulated neck. The ipsilateral limbs were placed into the right common iliac, and the contralateral limbs into the left common iliac. The neck is angulated 90 degrees a-p, 45 degrees l-r. The proximal stent graft od is 35x36mm. Review of cta's 1 year post-implant showed that the stent graft is again seen positioned within the short and angulated neck. The proximal stent graft od is approximately 35mm. The maximum diameter of the abdominal aortic aneurysm is basically unchanged the previous film study. Earlier follow-up images were not provided; continued disease progression with neck dilatation may have also contributed.

Manufacturer narrative:
(B)(4).